Event description:
Customer reported frequent and persistent occlusion alarms with their tandem mobi pump, despite following troubleshooting steps. They experienced occlusions several times per week, especially during bolus and auto-corrections. There was no adverse impact on the customer's blood glucose level. Technical support recommended a pump replacement due to the ongoing issues, and the customer was advised to continue using the current pump until the replacement arrives.